Manufacturer narrative:
(B)(4). Batch #: r5ac4a. Investigation summary: the analysis results showed that one ecr60g cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not reported. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the surgeon fired a green reload (60 mm) with a powered echelon device and the reload didn't perform as expected. Only half of the reload hit the anvil and closed. The second half had perfectly formed staples but were still in the reload once removed. It seemed there was no tissue in the jaw but the surgeon said there was. He reloaded with a blue and it worked just fine. There was no harm to patient or delay.